Event description:
Bayer case number: (B)(6). This spontaneous case was reported by a consumer through social media and describes the occurrence of medical device site burn ("severe burn from product") in a patient who received midol heat vibes medicated plaster (lot no. Unknown). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started midol heat vibes at an unspecified dose and frequency. On an unknown date the patient experienced medical device site burn (seriousness criterion medically important). It was unknown whether any action was taken with midol heat vibes. At the time of the report, the outcome of the event was unknown. No causality assessment was received for midol heat vibes with regard to medical device site burn. The most recent follow-up information incorporated above includes data received on: 12-dec-2023: no new information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). This spontaneous case was reported by a consumer through social media and describes the occurrence of thermal burn ("severe burn from product") in a patient who received midol heat vibes medicated plaster (lot no. Unknown). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient started midol heat vibes at an unspecified dose and frequency. On unknown dates the patient experienced thermal burn (seriousness criterion medically important), scar pain ("I know have several scars and burn marks all on my stomach and have not been able to take a warm shower due to the pain"), application site scar ("when I took it off, I noticed scars my stomach"), application site pustules ("when I took it off, I noticed bumps filled with pus on my stomach") and application site pain ("I kept the patch on for about 3 hours when something started to sting"). It was unknown whether any action was taken with midol heat vibes. At the time of the report, the outcome of thermal burn was unknown. The reporter considered application site pain, application site pustules, application site scar and scar pain to be related to midol heat vibes administration. No causality assessment was received for midol heat vibes with regard to thermal burn. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: upon bayer internal review this case (B)(4) was identified as duplicate of (B)(4). All data transfer from deletion (B)(4) to merging (B)(4). Events "scar pain", "application site scar", "severe pustular eruption at application site", "application site stinging" were added. Reference updated. 22-dec-2023: this case is found to be duplicate case of (B)(4) case. All required data are transferred from (B)(4) case to (B)(4) case. So case is marked for deletion from pv argus database. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.